Event description:
Boston scientific received information that a red alert was triggered via remote patient monitoring system. This implantable cardioverter defibrillator (ICD) remains in service. Attempts to obtain additional information regarding this event were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.